Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at 215 mm distal to the strain relief. No other kinks or damage were noticed along the shaft of the device. Distal stent damage was also noted hereby the stent struts were raised and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulty occurred. Vascular access was obtained via the right radial artery. The 10mm in length, de novo, eccentric, 80% target lesion was located in the severely calcified, mildly tortuous, 2.75mm in diameter left anterior descending artery. A 2.25mm x 20mm promus element stent was advanced but was not able to cross the target lesion. The device was removed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is stable. Returned device analysis revealed stent damage.